Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that customer experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incidence and other blood glucose value were 47 mg/dl, 58 mg/dl, 56 mg/dl, 70 mg/dl and 43 mg/dl. The customer stated that the symptoms related to low blood glucose such as headache. The customer was treat with liquid glucose and food. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.